Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an unresolved endoleak on (B)(4) 2018 as reported by physician (B)(6) at (B)(6). The patient was originally implanted with an afx bifurcated stent graft and one (1) afx suprarenal aortic extension on (B)(6) 2013 by the reporting physician. Re-intervention is scheduled for (B)(6) 2018. The patient's current status is unknown.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 06/14/2018, 07/11/2018 and 08/29/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the endoleak was identified during routine follow-up and the patient was asymptomatic prior to re-intervention on (B)(6) 2018. The physician elected to treat the patient by implanting an infrarenal afx device. The patient was stable when leaving the operating room. In addition and on the intraoperative control, there appeared a suspicious and small residual endoleak, which was confirmed on angiogram at two days post-operative but significantly less than the inoperative. The physician will review with a scan control at three months. There have been no additional patient sequelae reported.